Event description:
Rn placed PICC and there were no complications. Approx five minutes after dressing was placed, the pt began to complain of itching. Pt was flushed, her eyes were swelling, she developed hives. Heart rate was 130. The rapid response team was called. The patient was given 25 mg benadryl IV. Reaction resolved and the PICC was left in place.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.